Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber greatly diminished energy output after 68,423 joules and 180 watts of fiber use. It was noted that there was no physical break along the fiber body and the fiber tip was intact. The procedure was completed utilizing a second fiber without patient complications. The fiber returned for analysis showed that the fiber glass cap was detached/separated and there was a distal circumferential fracture. The potential for forward firing exist.

Manufacturer narrative:
B5 event description corrected to include both circumferential fracture and glass cap detachment/separation noted on analysis results previously filed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge and the glass cap was detached/separated. The glass cap exhibits moderate devitrification at output window and the metal cap exhibits severe detritus adhesion on surface due to usage. The fiber proximal to fracture can rotate independently of outer flow tubing. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with the fiber and can rotate with the fiber. Based on the observed circumferential fracture and glass cap detachment a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The circumferential fracture and glass cap detachment likely occurred due to elevated temperatures near the laser beam output window thus contributing to diminished vaporization efficiency. Therefore, the as reported event is confirmed. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture and glass cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge and the glass cap was detached/separated. The glass cap exhibits moderate devitrification at output window and the metal cap exhibits severe detritus adhesion on surface due to usage. The fiber proximal to fracture can rotate independently of outer flow tubing. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with the fiber and can rotate with the fiber. Based on the observed circumferential fracture and glass cap detachment a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The circumferential fracture and glass cap detachment likely occurred due to elevated temperatures near the laser beam output window thus contributing to diminished vaporization efficiency. Therefore, the as reported event is confirmed. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture and glass cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photo selective vaporization of the prostate, the fiber greatly diminished energy output after 68,423 joules and 180 watts of fiber use. It was noted that there was no physical break along the fiber body and the fiber tip was intact. The procedure was completed utilizing a second fiber without patient complications. The fiber returned for analysis showed that there was a distal circumferential fracture. The potential for forward firing exist.